Event description:
A reporter called to submit a report about the adverse effects she has been experiencing after she had breast implants in 2001. The reporter stated that her left side breast implant ruptured around 2009. She had her breast implants replaced in (B)(6) 2010 with mentor smooth round silicone gel implants. She said her son was born (B)(6) 2011. She thinks her son's condition could be related with her implants. By (B)(6) of the same year, her son diagnosed with auto immune blood cancer called langerhans cell histiocytosis. She also said she has been experiencing the following breast implant illnesses: baker grade one capsular contracture, chronic fatigue, memory loss, nodules, weight gain, vaginosis, yeast infection, and her pre-existing anxiety and depression have gotten worse. She went on saying, even though she is only 50 years old, she feels like 70. She said she is discussing with a specialist to have her implants removed.